Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility¿s biomedical technician (bmt) reported to technical support that a 2008t machine had a loose blood pump rotor tubing guide. Upon follow up, the customer said that the machine was returned to service after they replaced the rotor. This occurred during treatment. The patient did lose blood as a result. The estimated blood loss (ebl) was unknown. The bmt did not have any information on the patient or the name of who to contact for patient information.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the blood pump rotor was returned to the manufacturer for physical evaluation. The returned rotor showed one of the rear guide sheave (polymer sleeve) deformed and loose. The sleeve can be removed from the guide pin. The guide pin appears to have wear markings. There are no discrepancies with the other three guide pin and sleeves. Install the returned rotor onto the blood pump module of a test machine for testing. A patient test was performed with fresenius¿s combiset bloodline and water in dialysis (blood pump rate set at 450 ml/min) for 2 hours. The rotor did not damage the bloodline and there were no fluid leaks or alarms during testing. The defective rear sleeve did not dislodge from the pin. There was no further damage occurred to the rotor during testing. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. The reported issue was confirmed.

Event description:
A user facility¿s biomedical technician (bmt) reported to technical support that a 2008t machine had a loose blood pump rotor tubing guide. Upon follow up, the customer said that the machine was returned to service after they replaced the rotor. This occurred during treatment. The patient did lose blood as a result. The estimated blood loss (ebl) was unknown. The bmt did not have any information on the patient or the name of who to contact for patient information.